Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Promus element pmss clinical study. Same case as MDR ID 2134265-2013-09013 and 2134265-2013-09017. It was reported that patient had retroperitoneal hematoma and cardiac rupture. In (B)(6) 2012, patient had an emergency percutaneous coronary intervention. The 99% de novo, type c with 55 mm long and 2.5 mm diameter diffused target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad) extending to the left main coronary artery segment (lmca). The lesion was noted to have a significant bend <= 45 degrees. Target lesion was pre dilated with an unspecified balloon catheter then 3 promus element drug eluting stents were implanted. The 2.75x16mm promus element and 2.50x28mm promus element were expanded in the lad at 12 atmospheres and 2.50x16mm promus element was expanded at 8 atmospheres in the left main coronary trunk. The 2.50x28mm and 2.50x16mm promus element drug-eluting stents were overlapped. Following post dilatation, the 3 stents were implanted in the bifurcated lesion with timi iii and residual stenosis was 0%. Bleeding was noted and blood transfusion was required. Two days later, the patient was recovered. In (B)(6) 2012, patient had cardiac rupture .the extravasation of the pericardial fluid and st elevation were noted. However, no actions were taken. The patient was shock during hospital stay. Coronary artery bypass graft procedure was performed and no issues were found at lad and lmt. The physician performed pericardiocentesis and blood effusion was noted. A cardiac rupture occurred at anterior free wall of right ventricle. Eighteen days later, the physician performed open surgery to treat the cardiac rupture and had blood transfusion. The physician thought that the cardiac rupture occurred due to myocardial infarction. The patient was recovered after two days. Twenty-three days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, a 6 month follow up was performed.